Manufacturer narrative:
(B)(4).

Event description:
It was reported aspiration was lost during the procedure. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. Aspiration was started; however after a short time aspiration stopped and the console gave an error. The catheter was removed and then inserted again but the catheter still did not work. It was noted the tip of the catheter was occluded with blood. The procedure was completed with a new angiojet® solent¿ omni catheter. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported aspiration was lost during the procedure. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. Aspiration was started; however after a short time aspiration stopped and the console gave an error. The catheter was removed and then inserted again but the catheter still did not work. It was noted the tip of the catheter was occluded with blood. The procedure was completed with a new angiojet® solent¿ omni catheter. No patient complications were reported and the patient was stable.